Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; curved opening, flat creases, white particles in shell, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified; a curved sharp opening on patch bond edge assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening assessed as unidentified(tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device has been explanted and replaced.